Event description:
In 2000, the patient had bare metal stents implanted in the obtuse marginal and first diagonal branch due to angina pectoris. "The details were unknown". In 2006, the patient had a cypher stent implanted in the proximal to mid left anterior descending branch. "The details were unknown". "In late 2006 and the following year, the patient complained of chest pain many times. Coronary angiography was conducted and in-stent restenosis was observed in left anterior descending branch and in the left circumflex. The in-stent restenosis was treated by plain old balloon angioplasty in each case". In early 2007, a coronary artery bypass graft was conducted. A test of metal allergic reaction was conducted. Zinc chloride, nickel sulfate, potassium bichromate and palladium chloride were positive. There was no additional information available regarding these events. The physician commented that the possible cause of the in-stent restenosis might be due to the metal allergic reaction. This complaint was received via the other country association of cardiovascular catheterization therapeutics academic conference.

Manufacturer narrative:
Please note: this unknown cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Additional information will be submitted upon 30 days of receipt.